Event description:
It was reported that the patient's right knee was revised due to wound drainage (it was not reported to the rep whether infection was suspected or not). An I&d was performed and a 5x9 cr insert was exchanged for another 5x9 cr insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.